Event description:
In (B)(6) 2009 the patient had a metal on metal hip implanted. Very soon afterwards, he began experiencing increased pain, headaches, a rash, lumps, pseudo tumor, a cataract, ringing in the ear and heart issues. His hips also began to snap an pop. Upon visiting the lab, it was discovered that he had elevated chromium and cobalt levels due to the titanium hip implants. Ions were identified in his blood stream and it was noted that he was at double the allowable threshold for device removal. During removal in 2014, the operating room team observed that the implants were rusted brown and green. The device was retained by the bio team and replaced with plastic hip components. The patient continues to experience the aforementioned symptoms.